Manufacturer narrative:
Pt age: approx. (B)(6) days old. Pt weight: approx. (B)(6). Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a medex mangum micro fluid delivery system tubing was leaking at the air filter and the bonded tip at the end of the tubing. The leak was observed in a neonatal intensive care unit and the device was in use for less than 24 hours before the leakage was discovered. The leaking system was reported to contribute to the patient not receiving the appropriate fluids. All tubing was changed to address the issue. The patient was a premature infant. The patient continued total parenteral nutrition therapy and drips and remained admitted to the neonatal intensive care unit. No permanent injury was reported. See MFR: 2183502-2016-02051, 2183502-2016-02052, 2183502-2016-02053, 2183502-2016-02054, 2183502-2016-02055, 2183502-2016-02056, 2183502-2016-02057, 2183502-2016-02059, 2183502-2016-02060, and 2183502-2016-02061.